Event description:
Patient revised approx. 6 months after implantation date, as the surgeon noticed an infection at the implant site. Original 36 mm glenophere and 36 mm + 3 standard humeral cup explanted. These parts were replaced with 36 mm glenophere and 36 mm + 6 stability humeral cup. Infection is ongoing after revision.

Manufacturer narrative:
Patient presented with an infection at the implant site approximately 6 months after the initial implantation. No actual, suspect, or implied link to fx product.